Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm with battery out limit alarm. The customer¿s blood glucose level was unknown. Customer stated the insulin pump alarmed battery out limit after battery change. Troubleshooting was done for failed battery test. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test and unexpected battery out limit alarm noted. Device received with corroded battery tube noted.